Event description:
Loss of osseointegration, diseased mucous membrane and local infection / subacute chronic osteitis at time of surgery, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, peri-implantitis, mobility. Bridge of 4 dents on 3 implants (regio 47 - 46 - 44). 46-44 loss. 47 survived. Same patient as mm 2019_0513.